Event description:
The customer reported that during a laparoscopic procedure, the coag activated without anyone pressing the activation button. There was no pt harm. Another device was used to complete the procedure. Pt info is not available.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or it add'l info pertinent to the incident is obtained, a follow-up report will be submitted.